Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) as suspected of premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. This s-ICD remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) as suspected of premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. This s-ICD remains in-service at this time. No adverse patient effects were reported. Additional information was received. During an interrogation prior to the s-ICD replacement procedure, the s-ICD displayed an error message showing battery depletion, and also stating all device and patient information was cleared. Information was saved to external drive and expected to be sent to technical services (ts) for analysis. This s-ICD was successfully explanted and expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as this device has been explanted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) as suspected of premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. This s-ICD remains in-service at this time. No adverse patient effects were reported. Additional information was received. During an interrogation prior to the s-ICD replacement procedure, the s-ICD displayed an error message showing battery depletion, and also stating all device and patient information was cleared. Information was saved to external drive and expected to be sent to technical services (ts) for analysis. This s-ICD was successfully explanted and expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) as suspected of premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. This s-ICD remains in-service at this time. No adverse patient effects were reported. Additional information was received. During an interrogation prior to the s-ICD replacement procedure, the s-ICD displayed an error message showing battery depletion, and also stating all device and patient information was cleared. Information was saved to external drive and expected to be sent to technical services (ts) for analysis. This s-ICD was successfully explanted and expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.